Event description:
Event description cpi received information that the patient had recieved several inappropriate shocks from the implantable cardioverter defibrillator (ICD) and was able to recreate noise on the rate-sensing channel with pocket manipulation. During an invasive procedure when the pocket was opened a lead insulation abrasion was noted on the rate-sensing leg of the lead where it had rubbed against the device case. When the physician tried to interrogate the device a 'possible device malfunction' message appeared that could not be cleared. The ICD and the abraded lead were taken out of service.